Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("cramping"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed in 2009. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.